Manufacturer narrative:
One used sample was received for evaluation. The sample was visibly examined, and no visible damage was observed. The sample was tested for leakage via the closed suction catheter system peep leakage test. Per the test method, the maximum allowable flow is 50 ml/min. The sample yielded a pass result of 1.70 ml/min. The reported failure could not be reproduced in the lab. No root cause could be determined. All information reasonably known as of 10 jan 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. The device history record for m7011t402 was reviewed and the product was produced according to product specifications. All information reasonably known as of 29-nov-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that on a patient in the nicu, an air leak occurred somewhere in the ventilator circuit, and the suction catheter was replaced. There were no further issues after replacement. No impact to patient's health. No further information has bee provided.